Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was conducted with the clinic and from the information obtained it was reported that the shock the patient received was appropriate therapy. The implantable cardioverter defibrillator (ICD) is functioning fine and the patient has not received any inappropriate shocks. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately five months post implant, it was reported by the patient that they received a shock from their implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.